Event description:
This rv lead exhibited noise and the patient received inappropriate shocks. The lead was capped.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.